Event description:
A 6f angio-seal vascular closure device sts was used to seal the arteriotomy site post percutaneous procedure. Two days later, a pseudoaneurysm was diagnosed. The pt underwent surgical repair of the vessel. The anchor of the angio-seal was removed during surgery. The pt was reported to be doing well.